Event description:
Reported that meter kept displaying the apply sample symbol on the display. This issue was not resovled with troubleshooting. The testing technique was correct and strips from different vials all wicked the blood samples, but the issue persisted. There was no medical intervention or treatment given. A replacement meter was sent to the pt.